Manufacturer narrative:
The customer¿s report of an over infusion of potassium was not confirmed in the device logs or replicated during testing. Testing was performed using the customer¿s returned pcu and source pump module. Results indicated that the system was delivering fluid within specification. Customer did not provide the event IV tubing set for investigation. The customer did not provide an event date but reported the issue to bd on (B)(6) 2019. Review of the pcu error log shows no errors for the suspect device. Review of the pcu event log showed that the last time the pcu was powered on was (B)(6) 2019 at 2:13 am. New patient and same profile were selected. There was no evidence of a secondary infusion having been programmed on the suspect device. The root cause was not identified.

Event description:
It was reported that the adult patient located on the medical/surgical unit was to receive a total of potassium 20meq for a potassium lab result of 3.3. In this event, there were two potassium 10meq/100ml IV bags; one was hung as a secondary infusion, while the other was hung as a primary infusion with the thought that the first potassium 10meq would infuse as the secondary and then the pump would switch to the primary and complete the second IV bag of potassium 10meq with each infusing for one hour to total the full infusion completion at two hours. The nurse initiated the secondary infusion and remained in the patient's room assessing the patient's condition. Within approximately 15 minutes, the nurse noted that both potassium 10meq/100ml IV bags were empty. The nurse paused the pump, notified the charge nurse and contacted pharmacy to determine if there was anything that the nurse needed to do. The nurse also notified the on-call provider of the incident. The pump module was removed and marked as defective. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that the adult patient located on the medical/surgical unit was to receive a total of potassium 20meq for a potassium lab result of 3.3. In this event, there were two potassium 10meq/100ml IV bags; one was hung as a secondary infusion, while the other was hung as a primary infusion with the thought that that the first potassium 10meq would infuse as the secondary and then the pump would switch to the primary and complete the second IV bag of potassium 10meq with each infusing for one hour to total the full infusion completion at two hours. The nurse initiated the secondary infusion and remained in the patient's room assessing the patient's condition. Within approximately 15 minutes, the nurse noted that both potassium 10meq/100ml IV bags were empty. The nurse delayed the pump, notified the charge nurse and contacted pharmacy to determine if there was anything that the nurse needed to do. The nurse also notified the on-call provided of the incident. The pump module was removed and marked as defective. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional information added to: b3. Correction:d4: serial number; d10: date received; d11; h4.

Event description:
It was reported that the adult patient located on the medical/surgical unit was to receive a total of potassium 20meq for a potassium lab result of 3.3. In this event, there were two potassium 10meq/100ml IV bags; one was hung as a secondary infusion, while the other was hung as a primary infusion with the thought that that the first potassium 10meq would infuse as the secondary and then the pump would switch to the primary and complete the second IV bag of potassium 10meq with each infusing for one hour to total the full infusion completion at two hours. The nurse initiated the secondary infusion and remained in the patient's room assessing the patient's condition. Within approximately 15 minutes, the nurse noted that both potassium 10meq/100ml IV bags were empty. The nurse paused the pump, notified the charge nurse and contacted pharmacy to determine if there was anything that the nurse needed to do. The nurse also notified the on-call provider of the incident. The pump module was removed and marked as defective. The customer further stated that there were no adverse effects caused to the patient from the event.